Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the patient has had chronic atrial fibrillation (af). Technical services (ts) confirmed through a data analysis that the device power consumption has been increasing. It was also noted that there was high atrial sensing, which can cause an increase in power consumption. Regardless, ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.